Event description:
Consumer reports getting very high readings on paradigm link meter when compared to other meter. Analysis run on clark error grid using competitive meter reading (182) vs bd readings (582, hi") would yield data points in the "c" range of the grid - outside acceptable range.